Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Several issues were reported with the insulin pump. Several times, when the customer had tried entering carbohydrates, the device asked them to enter blood glucose value. The customer pressed a button but the insulin pump kept asking for blood glucose value. The customer had not noted an issue with the buttons not responding. Also, the customer stated that a few times the insulin pump did not register the new battery alert three times, which had occurred approximately two weeks ago. Also, there was a button error alarm present. The customer's blood glucose, at the time of the phone call, was 210 mg/dl. Troubleshooting was performed because the customer stated that the screen of the device was blank and there was a failed battery test. The contact inside the battery cap was flatter. New battery was inserted into the insulin pump and the device alarmed failed battery test, again. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.